Event description:
It was reported that too much torque was applied to closed head iliac screwdrivers. There are no reports of adverse health consequences.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The outer sleeve was returned and it was found that the threading was fractured. The fractured pieces were not returned. Manufacturing history was reviewed and no issues were identified. Material analysis on similar devices found the tip fractured via ductile overload under an applied torsional force. Conclusion: according to similar material analysis and the event description, the most likely root cause is excessive force was applied to the driver causing it to fracture and deform. It is possible improper screw hole preparation, hard bone quality, under tapping, or misalignment of the driver to the screw contributed to the event as well.

Event description:
It was reported that too much torque was applied to closed head iliac screwdrivers. There are no reports of adverse health consequences.